Event description:
I first started using poligrip around 20 years ago. I have started feeling numbness in my arms and legs. Hurting in my arms and legs and mouth. I have also noticed weight loss. Also gums have shrunk. Headache all the time. I can't walk for period of time and can't keep working with my grandkids. Now it hurts to stand. I might need a hover around. Dose or amount: poligrip: frequency: 1-2 times: route: daily. Polident, 1-2 times, daily.